Event description:
Device 1 of 4. Reference report: 1627487-2013-15009, 15010, 15011. The pt received two anchors with the same lot number. The pt received two leads with different lot numbers. It was reported the pt's scs system was explanted because the pt was not using this ipg and wanted it removed. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.